Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an increase in capture threshold was observed. Lead was repositioned. The patient condition was good after the event.